Event description:
It was reported that prior to an unknown procedure, the device had a problem with the software. The problem was related to the defective ex board.

Manufacturer narrative:
Interface board and black cable replaced. Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the interface board and black cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.